Event description:
The pt rec'd two leads with the same lot number as part of her scs system. It was reported both leads had migrated laterally and the pt was not receiving adequate stimulation. The lead were explanted and replaced. At the discretion of the physician, the ipg was also replaced. The pt reported effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.